Event description:
It was reported that the patient underwent a balloon ablation procedure in 2006. The cycle was aborted at 2.5 minutes into the procedure, because the "pressure was jumping around", causing an overpressure error message and causing the unit to shut down. The fluid was withdrawn from the balloon, the balloon was withdrawn from the patient, and a new cycle was started. The physician reported that he did not re-prime the balloon. The procedure was carried out initially with a speculum in place but, because of the physician's concern that its presence might be aggravating the pressure fluctuations, the speculum was withdrawn. At six minutes into the new cycle, the machine was intentionally manually shut down to create the approximate total of eight minutes of treatment, and no cooling time was allowed. The fluid was removed from the balloon. He received back all that he had put in and at no point was there any evidence of fluid leakage. Approximately four days later, the patient called complaining of a "vaginal tear". The physician examined her later that week and found a vaginal burn from the introitus to about half way up her vagina. The patient was given asulfadine and treated with antibiotic cream to encourage healing and prevent long term harm. At three weeks out from the procedure, the patient is improving slowly and the wound may need debridement in the future.

Manufacturer narrative:
Conclusion: while the source of this injury is unclear, the surgeon believes it may be related to the withdrawal of the fluid from the balloon without allowing for a cooling phase to pass. This would represent a technique error rather than a device problem.